Event description:
Boston scientific received information that during a pocket revision procedure to place the device sub-muscular, electrocautery was used and interfered with the device. Subsequently a fault code displayed. The fault code did clear and the field representative turned electrocautery mode off and tachycardia therapy off in the device for the remainder of the procedure. Following use of electrocautery, noise was observed on the pace and shock channel of the rv lead. It was noted that the device was oversensing the noise, but did not inhibit therapy as the patient is not pacemaker dependent. The device was removed and the lead disconnected. However, upon re-connecting the rv lead, noise was still observed. The physician opted to explant the device. A new device was implanted with the existing rv lead. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.